Event description:
This letter is to inform you of an event that occurred at (B)(6) in (B)(6), brazil on (B)(6) 2021. It was reported to ge healthcare (gehc) on (B)(6) 2021 that a patient experienced a cardiopulmonary arrest following cessation of a mind ray sv600 ventilator. The patient was successfully resuscitated. The mindray sv600 ventilator is neither manufactured nor distributed by gehc. The contact information for (B)(6) is as follows: it was further reported the ventilator disconnected from the electrical network and functioned on battery power until shutting down; the users reported there was no alarm to indicate the loss of power. The patient was also being monitored on a gehc b125 bedside monitor. No issues were identified with the monitor during testing. The manufacturer of the ventilator is mind ray; the manufacturer was notified by gehc on june 21, 2021. Per their website. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).